Event description:
The pt experienced stimulation in the wrong location. She felt it in the bottom of her private parts and not in her spine. She also experienced loss of bowel control. X-ray revealed that the lead had a bow in it - it bowed out like a big "c". There was no known related accident or incident. Any intervention is unk. Further information is being requested at this time.

Manufacturer narrative:
Patient codes: 1980 - labeled yes, 1928 - labeled no. Device code: 1395 - labeled yes.